Manufacturer narrative:
Manufacturer's report date: 10/31/2007, patient information requested and all available information is included. This report was filed by the manufacturer.

Event description:
Customer biomed reported over infusion of insulin 100u/100ml. Insulin solution bag spiked, primed and connected to patient's central line. The user loaded the set into the pump with the roller clamp still in the open position. User unable to properly latch and close door. Pump alarmed: flow stop open, door open. User then noted solution bag empty. Glucose levels checked every 15 minutes post event, results unknown. Patient received 1 amp d50w. Reported the patient's outcome is "ok." Customer biomed staff examined the device and reported a loose, backed out pivot latch screw which caused an obstruction and prevented proper latching of the door. The customer made the repairs to the pump and pivot latch screw. The customer agreed to return the device to us for further investigation; device arrived in 2007, and is still under investigation. When the investigation is concluded, a follow up report will be sent with any additional or corrected information.